Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer called emergency medical services and get hospitalized due to high blood glucose level and diabetic ketoacidosis. Customer was treated with manual injection. Customer had blood glucose level of 5.4 mmol/l. The insulin pump will not be returned for analysis.